Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that during a percutaneous coronary intervention procedure, the pressure gauge did not go up. The 90% stenosed lesion was located in a moderately tortuous proximal left anterior descending artery. The advantage 26 inflation device was connected to an unspecified device and it was noted that the gauge did not go up when inflation was performed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.